Event description:
Related manufacturer reference number: 1627487-2022-04298. It was reported that patient¿s program for both the l1 and t12 drg leads were autoreducing. Lead diagnostics showed high impedances over 7000 ohms on contacts 1, 3 and 4 on the l1 lead and no impedance issues for the t12 lead. Reprogramming was attempted to no avail. Patient¿s targeted pain pattern is left groin. X-rays showed that the l1 lead was fractured. It was later determined the t12 lead was also fractured. No falls or accidents were reported. Surgical intervention was undertaken wherein new leads were placed. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, not further information was received.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The report event of autoreducing was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.